Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's skin was itchy due to cancer, and the itchiness was made worse by the lifevest. The patient was given a prescription from his doctor. It was reported that the medication was not helping. The outcome of the itchiness is not known.